Event description:
It was reported that, "patient called to report that she is hearing an audible squeak emanating from her hip".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested from the patient. If it becomes available, the evaluation summary will be submitted in a supplemental report.